Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that there was no physical damage. During power up testing, the reported problem was duplicated. The root cause of the reported issue was found to be that the q1 broken off from the plunger board. This issue is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Plunger board also came off the glue. Replaced plunger board.

Event description:
It was reported that the device failed preventative maintenance and does not detect plunger. No patient injury was reported.